Event description:
It was reported that during a laparoscopy, the generator received an error code 1. The case was converted to an open procedure to finish. The generator is to be returned for repair. The surgeon was performing a laparoscopic adhesiolysis. The generator did not work properly and gave an error code 1. It was unknown if any trouble shooting steps were followed. It was stated that, the convert to open was a result of the generator not functioning properly.

Manufacturer narrative:
Analysis summary: it was reported that, the generator is being returned to the service and repair facility with error code 1. The analysis site found that the unit boots up with error 1 caused by the main pcb. The site replaced the main pcb to correct the complaint. The device history record was not found at the service and repair site, therefore no device history review can be done. The generator was serviced, then burned in, functionally tested, and was found to operate properly.